Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient's ipg had migrated. The patient underwent a revision procedure wherein two percutaneous leads were added near the border of the patient's right scapula and the ipg was rotated so that the header is facing south in the caudal direction and anchored it down. The patient was doing well post operatively. Nothing was explanted.